Manufacturer narrative:
This electrode will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this electrode exhibited an inappropriate shock due to t-wave oversensing of noise. Noise was reproduced. It was noted that possible electrode failure was alleged, thus a revision took place and this electrode was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited an inappropriate shock due to t-wave oversensing of noise. Noise was reproduced. It was noted that possible electrode failure was alleged, thus a revision took place and this electrode was explanted and was returned. No additional adverse patient effects were reported.